Event description:
It was reported that a vns patient&#38112;had an increase in gelastic seizures and the settings were increased as a result. No additional relevant information has been received to-date.